Event description:
It was reported that the device would not charge [in preparation for shock delivery] and starts re-analyzing ECG rhythm. This malfunction occurred during the user's testing of the device. No pt involvement.